Event description:
It was reported that before the beginning of a lithotripsy procedure error 16 was observed and error message "test fire failed" were observed. The procedure was completed using "a different device". Patient outcome: "stable" reported.

Manufacturer narrative:
Additional information was received that there was no patient involvement and the procedure was completed with a second laser console. Therefore this event no longer meets the requirements of an MDR reportable event.

Event description:
The patient was not sedated at the time the failure was discovered. The procedure was completed using a second stonelight laser.